Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the reagent probe wash station of the immage immunochemistry system was overflowing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) inspected the instrument and found that the wash station filter would not drain properly. The fse replaced the wash station filters and flushed the lines, which resolved the issue. The fse then verified instrument performance and that calibration and control results were within specification. The repairs were verified per established procedures.